Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Stored electrogram review revealed noise on the right ventricular lead. No inappropriate therapies were noted. No intervention reported. The patient will be monitored.

Manufacturer narrative:
A partial lead with the pin measuring 11.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received noted the patient's system was disabled due to continued right ventricular lead noise on (B)(6) 2017. The patient presented for a system extraction on (B)(6) 2018. Only a portion of the right ventricular lead was able to be explanted along with the remainder of the system. Then on (B)(6) 2018 the patient presented for an unknown reason and the remainder of the lead was explanted on (B)(6) 2018. The patient was stable throughout.